Event description:
It was reported that this right ventricular (rv) lead had insulation fracture during a product changeout. The rv lead was left implanted with a small fracture because during this intervention, the boston scientific representative suggested a lead replacement to be sure everything would work as intended, but the decision was made to keep this rv lead implanted. At the next change-out, it was at the physician discretion to patch the fracture lead with silicone, which is considered off label-use. No induction was performed as the impedance and pacing threshold remain stable. No additional adverse patient effects were reported. This rv lead remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead had insulation fracture during a product changeout. The rv lead was left implanted with a small fracture because during this intervention, the boston scientific representative suggested a lead replacement to be sure everything would work as intended, but the decision was made to keep this rv lead implanted. At the next change-out, it was at the physician discretion to patch the fracture lead with silicone, which is considered off label-use. No induction was performed as the impedance and pacing threshold remain stable. No additional adverse patient effects were reported. This rv lead remains implanted.